Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation. A review of images provided by the customer was performed. The images show the distal end of a synchroseal instrument positioned next to a clear plastic sample cup.

Event description:
It was reported that during a da vinci-assisted excision of abdominal wall mass procedure, a fragment from a synchroseal instrument was identified inside the patient's body cavity. The customer was able to retrieve and remove the fragment during the same surgical procedure. According to the customer, no postoperative imaging was performed, and the fragment was discarded.